Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in clinic for follow up showing non-sustained oversensing on the ventricular channel. Physician suspects the oversensing to be due to emi. Patient will be monitored.